Event description:
Pt experienced a q-wave mi with cardiac enzymes >2 times the upper limits approximately 20 months following cypher stent placement. The event is graded as "moderate" in severity. There is no indication of further investigation or treatment. Per the procedural physician, this event is "unlikely" to be related to either the device or the procedure.